Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, 7 years and 3 months post implantation of a 26mm sapien 3 valve in aortic position, the valve developed stenosis with calcium in the leaflets. The aortic valve area (ava) was 0.576 cm2. A valve-in-valve procedure was performed with a 26mm sapien 3 ultra valve. The patient was doing well post procedure.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions. The device was not returned for evaluation as it remained implanted. The complaint for valve calcification was unable to be confirmed due to unavailability of medical records/relevant imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' transcatheter heart valves undergo a heat treatment process used to reduce calcification variability and lower calcification levels. Clinical results of valve implantation show similar mortality and significantly lower structural valve deterioration rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. As reported through implant patient registry, "7 years and 3 months post implantation of a 26mm sapien 3 valve in aortic position, the valve developed stenosis with calcium in the leaflets. The aortic valve area (ava) was 0.576 cm2. A valve-in-valve procedure was performed with a 26mm sapien 3 ultra valve." Due to limited information, a definitive root cause is unable to be determined at this time. However, leaflet calcification approximately 7 years and 3 months post-implantation could be related to patient factors. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.